Manufacturer narrative:
The tandem t:slim g4 pump user guide indicates to use only use u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 57 mg/dl. Reportedly, the customer consumed orange juice and ate a banana to treat low bg level. The customer reported the suspected cause of the low bg was due to using u-500 insulin in the cartridge, and believe the settings on the pump are meant for u-100 insulin. Tandem technical support advised the customer that u-500 had not been tested on the pump and recommended the customer consult with health care provider regarding the type of insulin to use. The customer acknowledged the information provided.